Event description:
The customer contact reported the device delivered more than expected. The device was returned to the biomedical department with an unsigned note that stated, "pump dose not work. Not pumping correctly. Pumping too high." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.